Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). There were 5765 ventricular sic since the last session 3.923 days ago. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. The rv pacing impedance was steady at approximately 633.34 ohms through (B)(6) 2016 and went out of range on (B)(6) 2016.

Event description:
It was reported that the patient presented to the hospital due to inappropriate shocks. It was confirmed that right ventricular (rv) lead impedance alerts triggered due to high pacing impedance. It was noted that the rv lead exhibited high sensing integrity counter (sic) and an increase in non-sustained ventricular tachycardia (vt) episodes. The vt/ ventricular fibrillation (vf) zones of the device were turned off and the patient stayed in the hospital for close follow up. An rv lead replacement is planned. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.